Event description:
The patient underwent an initial emergency repair for a ruptured aaa in late 2008 using a bifurcated and two infrarenal proximal cuff devices (a larger cuff was not available at the time of the procedure). A small proximal type I endoleak was left for observation due to the inability to correct at the time. In 2009, the endoleak was treated with a larger cuff, with good seal. Although no distal endoleak was observed, the physician felt the left limb alignment needed adjustment, and placed a limb extension also during the procedure.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results and conclusion codes: an endoleak was left for observation at the conclusion of the original procedure, due to a non-availability to larger cuff size, which contributed to the event. Emergency repair of aaa rupture is compassionate (off label) use.